Event description:
'Keeps turning off-happened prior to a case.' On (B)(6) 2014 in direct conversation with operating room materials supervisor it was reported the surgery had to be canceled that day and rescheduled. A spare dermatome was not available and had to be brought in by a different facility. No pt harm but surgery had to be rescheduled.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.